Manufacturer narrative:
Field change: a1.

Event description:
On (B)(6)2007 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan revealed the apex of the filter was 16-17 degrees to the left and was touching the left side of the inferior vena cava (ivc) wall. All 6 struts perforate the ivc wall and extend 1-3 mm into surrounding fat. A mesenteric perforation was noted. No further information is available at this time.

Event description:
On (B)(6) 2007 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan revealed the apex of the filter was 16-17 degrees to the left and was touching the left side of the inferior vena cava (ivc) wall. All 6 struts perforate the ivc wall and extend 1-3 mm into surrounding fat. A mesenteric perforation was noted. No further information is available at this time.